Event description:
It was reported that a pta balloon used for declot procedure in an upper arm av fistula demonstrated fiber unraveling upon removal from the pt. Reportedly there were 3 to 4 stents present within the av fistula. The device was removed from the pt without incident. No pt injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.